Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed good condition with no appearance of any physical damaged, handwritten serial number on label. Motor rate error was found during occlusion test. The root cause of the reported issue was normal wear, device was over fourteen years old. Combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out due to normal wear. Actions taken to mitigate the reported issue: replaced left plunger case (cracked), power ac cable-receipt (broken), position pot, worm coupling and worm gear and clutches and leadscrew, carriage plate. Installed cable guard (missing). Re-calibrated and all functional tests. Performed delivery test and all functional tests which passed. UDI information is unknown.

Event description:
It was reported that motor rate error event occurred. No patient injury reported.